Manufacturer narrative:
(B)(4). This is a report of a patient that left the patient line clamped during the priming phase of therapy. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to open the clamps on lines connected to solution bags and the patient line prior to priming. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During a request for therapy assistance on the homechoice machine, it was reported that the patient had a closed clamp on the patient line during priming. The patient was attempting to re-prime during fill one. The technical services representative assisted the patient in ending therapy. The patient would complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.